Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the cardiac shadow had expanded during therapy. Hypotension occurred during post-procedural hemostasis. Pericardial effusion was confirmed when it was checked via imaging. Cardiac tamponade occurred. When the product was used in the heart heart, it is thought that cardiac tamponade occurred in the right heart system because venous blood was drawn. Drainage was performed. It was noted that the issues were not related to medtronic products. After the case, when the recorded fluoroscopy was reviewed, it was noticed that the heart shadows were expanding. The patient's hospitalization was extended by a day. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.